Event description:
It was reported that the patient's lead had migrated, causing ineffective therapy. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was moved back to its original position and anchored in place. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.